Event description:
A distributor reported that a customer¿s insulin pump had a cracked or shattered touchscreen, rendering it non-functional and unreadable. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.